Event description:
It was reported that the alarm level sensor had intermittent alarm failures. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: b3, b5, d4, d9, h3, h4 and h6 during laboratory analysis, the product surveillance technician (pst) connected the level sensor to lab use only (luo) testing equipment. It was monitored for over six hours and there were no observations of intermittent alarm failures. Release testing passed successfully. It was determined that the level sensor met specification.

Event description:
Additional information was received that the event occurred during cardiopulmonary bypass (cpb). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on 25mar2022, the team experienced a problem with their heart lung machine (hlm) while on cpb, described as intermittent level alarm failures. The problem was mitigated by disconnecting the level sensor and not using it for the duration for the case, which was completed successfully with no delay, no blood loss, and no adverse outcome.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.